Event description:
A consumer reports that following intraocular lens (iol) implant surgery, she has a jerking or fluttering sensation in the eye and feels like the lens is moving. Her vision is blurry at all distances. When she reads, the words appear to be underlined. Her surgeon told her she had some astigmatism from the surgery and that she needs lasik to correct it. The consumer is afraid to do anything at this point for fear of making the situation worse. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. This report was mailed to FDA on: 05/09/2008.